Event description:
The pt was being removed from an intra aortic pump. The cardiologist attempted arteriotomy closure with a prostar xl 10 fr pvs device. Only three needles presented on needle deployment. One needle apparently missed the barrel. Needle back down was not succussful. The needles were accessed and pulled out, allowing for smooth removal of the device. The pt went to successful manual compression. This was cardiologist first pvs procedure.